Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), product type: catheter; product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form the healthcare provider via a device manufacturer representative indicated that the cause of the catheter connection issue was unknown. It was reported that the explanted catheter was in possession of the hospital. No further complications have been reported.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), product type: catheter; product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative indicated that the suture-less connector pieced was replaced on (B)(6) 2019,. It was reported that the catheter was not properly connected and there was a kink in the catheter at the pocket location. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 12-dec-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving compounded baclofen (3000 at 1049) via an implantable infusion pump. It was reported that the patient had a return in spasticity. A catheter revision was performed. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The patient was alive with no injury. No further complications have been reported as a result of this event.